Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and recommended the replacement of the pneumatic module (0997-00-1178). Currently awaiting parts. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood in the safety disk and pneumatic module. The end user swapped out the iabp unit with another iabp unit to continue therapy without issue. No patient harm, serious injury or adverse event was reported.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customer's site to complete repairs. The fse replaced the pneumatic module assembly. The fse performed maintenance per the customer's service contract and cleaned the iabp unit. All safety, functionality and calibration checks were performed and passed. The fse replaced the helium gas with a new one and recommended that the battery be charged for at least eighteen (18) hours. The iabp unit is currently waiting for delivery. A supplemental report will be submitted upon completion of our investigation.